Event description:
It was reported that the customer's blood glucose dropped to 40 mg/dl and emergency medical technicians were called to bring this to a safe level. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.